Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter was reading inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) on (B)(6) 2010 during a follow-up call with the patient. The patient reported that the alleged inaccuracy started one week prior to contacting lfs. On an unspecified date (at approximately 2pm), the patient claimed he obtained an alleged high blood glucose reading of "12.0 mmol/l (216 mg/dl)" with the subject meter. The patient stated that his normal blood glucose range is between "5.9 and 10.0 mmol/l". The patient informed the csr that he manages his diabetes with oral medications, diet and/or exercise. The patient reported that he continued to take his oral medications as usual; however, in response to the alleged high reading he obtained, he did not eat any carbohydrates. On an unspecified date/time, after the issue began the patient claimed he developed symptoms of feeling sweaty, dizzy, shaky, blurred vision and tired. The patient stated he treated himself with a glucose tablet in response to the symptoms and felt better afterwards. The patient also reported that on an unspecified date/time, he obtained blood glucose readings of "14.9 mmol/l" with the subject meter and "8.5 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy; however, at the time of troubleshooting, the csr discovered that the patient had been using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, altered his diet based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k061118lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During an inspection, the customer reported that the device would deliver 420j for a 360j setting and had illuminated the service indication. Physio-control's device evaluation at the failure analysis center found it was unable to deliver defibrillation therapy. There was no patient use associated with the event.